Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had experienced tachyarrhythmia and atrial fibrillation and was hospitalized. The left ventricular lead had dislodged. The lead was explanted and replaced. The patient was in good condition and discharged.